Manufacturer narrative:
(B)(4). G2: canada customer has indicated that the product is in process of being returned to zimmer biomet for investigation. Once the investigation has been completed, a follow-up MDR will be submitted.

Event description:
It was reported that the connecting bolt inserter was fractured while trying to remove the nail from the targeting guide. Attempts have been made and additional information on the reported event is unavailable at this time.

Manufacturer narrative:
This follow-up report is being submitted to relay additional information. Visual examination of the provided pictures identified the connecting bolt inserter tip has fractured off. Review of the device history record(s) identified no deviations or anomalies during manufacturing. It is unknown whether additional instrumentation was used to tighten/untighten the connecting bolt from the assembly construct; a definitive root cause cannot be determined. The reported fracture event is confirmed for the connecting bolt inserter from the provided picture. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
No further event information is available at the time of this report.